Event description:
It was reported to the rep by the physician assistant that the one al236 was used during an endoscopic vein harvesting procedure. It was reported that the applier would not hold clips. The clips were falling out of the applier. The case was completed with another device and with no pt consequence.